Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced pain at the needle puncture which prompted him to remove the sensor early. Upon sensor removal, he noticed redness, inflammation/swelling, and a pimple (bump) at the needle puncture site. He applied an unspecified antibiotic cream to the area. On (B)(6) 2025, the patient went to an urgent care clinic, where a health care provider examined the site and diagnosed an infection. The area was lanced and pus was drained. The patient did not mention if diagnostic lab testing was performed or if anesthetic medication was administered prior to the procedure or how the incision site was closed. He was given a prescription for a prescription oral antibiotic (unspecified dosage, twice daily for seven days). At the time of the report, the patient stated he did not have pain, the swelling had already subsided, and the site was improving. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.